Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited tones. A previous alert for right ventricular (rv) pace impedance measurements of greater than 2,000 ohms was observed. Boston scientific technical services (ts) noted the device was set to beep when there was an out of range impedance reading and recommended follow up in the clinic with the health care professional. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.